Manufacturer narrative:
Evaluation summary: the reported issue was confirmed. No deviations were found during review of the manufacturing and inspection documents (DHR). The item returned was documented as having met specifications prior to distribution. During investigation no material, design or manufacturing related issues were found. The functional test revealed that the surgeon used the wrong proximal angle for the drill sleeve. Either he used a 130° nail with a drill sleeve angle of 125° or he used a 125° nail with a drill sleeve angle of 120°. Due to the incorrectly chosen angle the lag screw did not fit into the nail and the tip and the first windings were deformed. The IFU and operative technique include that the user shall be familiar with the system and that all implants/instruments shall be checked prior to every surgery regarding their functionality. The case is attributed to a user error. No discrepancies were detected during risk analysis review. No non-conformity identified; no actions are in place.

Event description:
During gamma3 surgery, the lag screw was deformed. When the surgeon was inserting the lag screw after the step drill and inserting lag fix, he felt it is difficult to be inserted. He tried to insert it powerfully but it was idling in the middle. Then he tapped the edge of the lag screw driver lightly with a plastic hammer, but the situation did not change. Once the lag screw was extracted, it was deformed. After that one size short lag screw was used and the surgery was finished without problems.

Event description:
During gamma3 surgery, the lag screw was deformed. When the surgeon was inserting the lag screw after the step drill and inserting lag fix, he felt it is difficult to be inserted. He tried to insert it powerfully but it was idling in the middle. Then he tapped the edge of the lag screw driver lightly with a plastic hammer, but the situation did not change. Once the lag screw was extracted, it was deformed. After that one size short lag screw was used and the surgery was finished without problems.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.